Event description:
The service report shows that while performing a routine preventative maintenance service on the ventilator, the customer support engineer (cse) observed the filter heater assembly to be non-functional. The cse replaced the filter heater assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.